Manufacturer narrative:
Visual inspection of the as received product identified a bottom portion of the fractured restorative screw stuck in the implant. The top portion of the screw was not returned. The internal threads in the drive feature and the screw had noticeable gouging. The implant had evidence of wear around the external thread and the collar. There was presence of bone residue around the external threads and in the drive feature. The lot number for the restorative retaining screw is unknown; therefore, the DHR review could not be completed. The complainant reported biomechanical failure as the restorative screw had broken off in the implant. Based on visual inspection of the as received product, the complaint was confirmed. A root cause could not be determined.

Event description:
Complainant reported that there was biomechanical failure. There was a hygiene issue present from the exposed platform and he could not retrieve the restorative screw which had broken off in the implant. Therefore, the implant at tooth site # 15 was removed.

Manufacturer narrative:
Device has not been returned to manufacture.

Event description:
It was reported that the unknown abutment screw fractured upon biomechanical failure. Implant was removed